Event description:
On (B)(6) 2014, our affiliate reported that a patient (patient) had pain while inserting 1-day acuvue contact lens (cl), but continued to wear the suspect cl all day. On (B)(6) 2014, the patient had tearing, pain headache while wearing 1-day acuvue lens. The patient had redness, pain and headache after cl removal. On (B)(6) 2014, the pt was seen at the clinic complaining of redness, pain and eye tearing od which developed on (B)(6) 2014. The patient was seen at an eye clinic and was diagnosed with iritis and keratitis od. "The keratitis was small and located at 7 o'clock, just off pupil. The patient's corrected va od was 0.6. The patient was prescribed vigamox eye drops q 2h for od and proranon eye drop qid for od. The patient was instructed to apply the vigamox eye drops every 2 hours for fear to be infected. On (B)(6) 2014, the patient returned to the clinic and the ecp noted keratic precipitates; the patient was diagnosed with iritis. Since the patient did not have an eye discharge for infection and it looked like iritis, the ecp switched from proranon to weaker steroid flumethasone qid for od. The patient was instructed to continue to apply the vigamox q2h for qd. On (B)(6) 2014, the patient returned to the clinic.